Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight.

Event description:
Related manufacturer reference number: 3006705815-2022-01000. It was reported that the patient experienced ineffective therapy due to invalid impedances. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was established. It is unknown which lead is related to the issue. Therefore, all suspected leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-01000.